Event description:
A malfunction was reported on the customer's pump, but no significant events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed. The malfunction code did not recur after the pump was reset, allowing the customer to continue using it.